Event description:
An unknown patient was admitted for angiography, which revealed a very calcified lesion in the diffusely diseased right coronary artery (rca). A cypher us rx 3.00 x 18 was opened for treatment. The details regarding prep of the device are unknown. The stent was advanced to the target site; however, the physician had great difficulty getting the stent to and across the target lesion. During positioning, the stent dislodged from the balloon in the proximal rca (not the target site). The physician decided to deploy the stent in the proximal rca. Another stent was then advanced thru the proximal cypher and deployed successfully at the target site.

Manufacturer narrative:
Additional information has been requested, and will be submitted within 30 days of receipt.